Event description:
Excessive fluid retention, cellulitis, pain, infection, labored breathing, fluid in lungs, became wheelchair bound, could not do anything for self. Had to leave job and was hospitalized after suspecting pd catheter was malfunctioning; it was found to be working properly. Had to have another procedure to place a catheter for home antibiotics. Family was watching me drown. Emotional roller coaster as I began to prepare for my death. Hopeless and lot of anguish. Physical health was poor. Vitals were unstable. I was doing home pd, then having to go into center to have hd to help pull off fluid that machine was dumping in and not taking off. After several reevaluations and assessments, the decision was made to cease pd. Almost 3 months later, I am still having extra hd treatments to pull excess pd fluid off such as today (B)(6)2014.